Event description:
It was reported that a pump alarmed constantly for an upstream occlusion (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient injury).

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation was able to confirmed that the device alarmed constantly for an upstream occlusion. Further evaluation observed the ultrasonic sensor reading to be out of specification which caused the constant alarm. The ultrasonic sensor was replaced.